Event description:
It was reported that a customer experienced a blood backflow during an infusion while using a large volume infusor elastomeric device. There was no patient injury or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.